Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient lost therapy approximately in (B)(6) 2020. Patient had forgotten to charge the ipg, thereby deeming the ipg to be inoperable. Manufacturer representatives were unable to connect with external devices. To address the issue patient underwent surgical intervention wherein the ipg was replaced and effective therapy was restored.